Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient experienced polyethylene wear of the left side inlay following hip surgery. As a result, the patient required a revision surgery.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, "left inlay, pe worn out." Product description: dur mar 10d liner 28idx54od. Product code: 122028154. Lot no: 4007312. Quantity of manufactured: (B)(4). Date of manufacturing: 05-dec-2022. Expiry date: 30-nov-2027. IFU reference: (B)(4). A manufacturing record evaluation was performed for the finished device product description: dur mar 10d liner 28idx54od product code: 122028154 lot no: 4007312, and no non-conformances / manufacturing irregularities was identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 05-dec-2022. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 30-nov-2027. 5) IFU reference: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device product description: dur mar 10d liner 28idx54od. Product code: 122028154 lot no: 4007312, and no non-conformances / manufacturing irregularities was identified.